Event description:
Patient presented to the physician with concerns regarding wound healing at the chest incision site. Physician initiated a course of antibiotics. Wound healing improved following treatment.